Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system oversensed electromagnetic interference (emi) and delivered one inappropriate shock. Technical services (ts) recommended to evaluate the device. This electrode remains in service. No adverse patient effects were reported.